Manufacturer narrative:
Device investigation underway - this will be filed in a follow up report. (B)(4).

Event description:
"The clinician complained about the wire as it offered resistance to navigate through the lead. As the clinician needed to make force to manipulate it, the tip of the wire ended up damaged."

Event description:
The incident report contained the following information: "the clinician complained about the wire as it offered resistance to navigate through the lead. As the clinician needed to make force to manipulate it, the tip of the wire ended up damaged." The incident report contained additional information related to the patient outcome: "did the event cause an adverse change in the patient's condition? No."

Manufacturer narrative:
Inspection of returned product summary: the incident report contained information that the streamer guidewire met resistance when it was advancing within the sentus qp l 85/49 lead. The physician used force when was manipulating the guidewire. As a result, the guidewire distal end became deformed. Upon investigation of the returned devices the guidewires dimensions were measured and found within the specification. The polymer jacket and ptfe coating of the guidewire were found to be in good condition. The congo red test confirmed that the guidewires polymer jacket section has been covered by the hydrophilic coating during manufacturing process. The distal end of the guidewires showed good hydrophilic coverage with minor areas of coating removal. The complaint dialog contained information that during preparation phase the guidewire was wiped with a wet gaze before it was inserted into the lead. The guidewire was removed and inserted multiple times during the procedure and the physician wiped it again before every insertion. Doing this may have affected the hydrophilic coating and led to poor lubricity of the coating and guidewire friction with the lead. The guidewire was found to be deformed at the distal end (bent and kinked). The complaint dialog confirm that there was no kink/damaged observed on the guidewire and on the lead before they were used. According to the complaint dialog, repeated attempts with friction between devices caused the guidewires deformation. There is no evidence to suggest that the design of the guidewire or any manufacturing related concerns has contributed to the incident. The lot history records review has shown that all required inspections and tests were performed and this lot of the guidewire have passed all the tests and inspections. The device lot history records review has shown that there were no anomalies or non-conformances raised that could have contributed to this failure mode. The occurrence of the guidewire unable to advance into a lead is unlikely to cause or contribute to death or serious deterioration in the state of patient health. The devices can easily be exchanged for another without intervention or patient injury. This would be considered an inconvenience but is not considered to have potential to cause or contribute to patient injury. The incident dialog contained information that the procedure was completed successfully using the original lead that was used with the streamer that failed during the procedure. The guidewire that failed was replaced for another streamer guidewire and the procedure was completed successfully. There was no significant clinical delay in the procedure. The event did not cause any adverse change to the patient's condition. The patient is in good condition. Additionally it was reported that the physician used streamer guidewires in the past without any issues. A review of the design fmea was carried out and this has indicated that the risk was included and that the current controls are considered sufficient. Design controls have demonstrated compatibility of this guidewire with appropriate other devices (ref. (B)(4)). The dfu states that the guidewire should not be manipulated if resistance is met. It also states that if a guidewire is intended to be reintroduced, it must be inspected for signs of any damage prior to re-introduction (ref. (B)(4)). The most likely possibility of the reported issue is that due to the hydrophilic coating removal by the physician during robust handling, however it cannot be confirmed. Attachment: [(B)(4) complaintinvestigationform.pdf]